Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 449 mg/dl; however, the customer also indicated that bg ranged from 400-600 mg/dl and diabetic ketoacidosis. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.